Event description:
During removal of a sleek balloon catheter over a guidewire the balloon separated from the catheter and remained on the wire. The target lesion was a chronic total occlusion with heavy calcification of the right anterior tibial artery. There was no injury to the patient. After using a quickcross guide catheter and a roadrunner, the physician successfully crossed the lesion. The sleek balloon looked normal when removed from packaging and no damage was reported. The balloon was then prepped per the instructions for use. There was a little difficulty when tracking the balloon over the wire, across the lesion. The physician attempted to advance the sleek balloon to the mid anterior tibial; however, the balloon would not cross and was not inflated. When attempting to remove the balloon, there was a little difficulty tracking it back out over the wire and the catheter came out leaving the balloon behind on the wire. There was no excessive force used to remove the balloon catheter. The guide catheter was used to retrieve the balloon that was left on the wire. The guidewire and guide catheter was pulled out with the balloon still on the wire. There was no difficulty in tracking the balloon through the guide catheter. There were no acute bends. Another device crossed the vessel easily and the lesion was successfully treated. There was no injury to the patient.

Event description:
Please note that the correct alert date for the final report sent on friday (B)(6) 2013 is may (B)(6) 2013 as inadvertently reported.

Manufacturer narrative:
Please note that the uf/importer report number in the medwatch report is 1016427-2013-20004.

Event description:
During removal of the 2.5 x 120 sleek balloon over the guidewire, the balloon separated from the catheter and remained on the wire. There was a guidecatheter used to retrieve the balloon and the guidewire was pulled out with the balloon still on the wire. There was no injury to the patient. The age and gender is not available. The target lesion was a cto in a heavily calcified right anterior tibial. After using a quickcross guidecatheter and .014 300cm roadrunner, the physician successfully crossed the lesion. The sleek balloon did look normal when removed from packaging and no damage was reported. The balloon was then prepped per IFU. There was a little difficulty when tracking balloon over the wire, across the lesion. The physician attempted to advance the sleek balloon to the mid anterior tibial; however, the balloon would not cross and was not inflated. When attempting to remove the balloon there was a little difficulty tracking it back out over the wire and that is when the catheter came out leaving balloon behind on the wire. There was no excessive force used to remove the balloon catheter. The quickcross guide catheter was used to retrieve the balloon that was left on the wire. The guidewire and guidecatheter was pulled out with the balloon still on the wire. There was no difficulty in tracking the balloon through the guidecatheter. There were no acute bends. A non cordis balloon was opened and crossed the vessel easily and the lesion was successfully treated. There was no injury to the patient.